Event description:
On (B)(6) 2011, the pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis with the gore c3 delivery system. On (B)(6) 2012, the pt had computed tomography angiography that determined a type ii endoleak was present. On (B)(6) 2012, the pt underwent coil embolization of a lumbar artery with excellent results. No further perfusion of the sac was seen. No enlargement of the aneurysm was reported. The pt tolerated the procedure.

Manufacturer narrative:
Please note add'l device related to this event: (B)(4). Result - a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. Conclusion - users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Additionally, according to the gore excluder aaa endoprosthesis instructions for use, pts should be counseled as to the possibility for subsequent reinterventions including catheter-based and open surgical conversion.